Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up, a chest x-ray revealed probable lead dislodgement. A month later, the dislodgement was confirmed. Noise, and changes in sensing, impedance and capture were observed on the atrial lead. The lead was explanted and replaced. The patient was in good condition.